Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned and is still implanted, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part (210813), lot (l909402) combination and no non-conformance were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a glenoid stabilisation surgical procedure, it was observed that the gryphon anchor was well fixed in the bone but once the sutures were tied, but not yet cut, the suture pulled out from the anchor. There are no photos and no implants are available for return as the anchor is still in the glenoid without any suture material attached. There was no untoward force used and the surgeon reported he has not had this issue before. Two gryphon anchors were used to complete the repair, plus an arthrex anchor. The suture material that was loose was removed and discarded. There was 10 minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.